Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2012, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 13-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 3000mcg/ml at 599.6mcg/day via an implantable pump. It was reported that patient had baclofen withdrawal and return of original symptoms, insomnia, agitation, and increased spasticity. On (B)(6) 2025 the pump was replaced for normal early replacement indicator (eri). At that time the surgeon was able to withdraw 2 ml of cerebrospinal fluid (csf) and drug before disconnecting the pump and replacing. The surgeon brought the patient back to surgery on (B)(6) 2025 to diagnose the cause of withdrawal. Once pump pocket was opened and pump was removed a kink in the catheter was note just underneath the pump proximal to the catheter connector. There was a second kink in the catheter on the distal end of the catheter connector. Surgeon removed the old pump segment and replaced with a new pump segment from 8780 (hg8bxfb13). The surgeon then withdrew 2 ml of csf and drug from the catheter access port (cap) after reconnecting the pump. Then the catheter and the cap were primed. Managing physician was contacted and baclofen dose was decreased from 951.4mcg/day to 599.6mcg/day. The issue resolved at the time of this report.

Manufacturer narrative:
H3: analysis found catheter body-kink observed and catheter body-damage to transition tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.